Event description:
It was reported that prior to a generator change procedure, oversensing due to noise was noted on the right ventricular (rv) lead. No intervention was performed, and the rv lead remained implanted. The patient was stable and will further be monitored.